Event description:
It was reported that the 9400 system c-arm presented an "housing hot" error. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the generator disk with backup from system. The system was tested and found to be working as intended and placed back into service.